Manufacturer narrative:
The device was returned for evaluation and the b30 error was confirmed, however after aeration, the image was okay. Additional findings include the following: there was play in both control knobs, chips and scratches on the distal end plastic cover, tiny chips on the objective lens and light-guide lens, a crack in the bending section cover glue, a minor dent in the light-guide tube, and fluid on the scope connector. The device history record (DHR) was reviewed and it was confirmed that the device was shipped in accordance with the specifications and manufactured in accordance with its specifications. There was no noted design cause or deviation from the instructions for use (IFU) by the user. The root cause of the event could not be specified. However it is presumed that the cause may have been from a fluid invasion on the device as the scope connector was found to have fluid during the device evaluation. Olympus will continue to monitor the field performance of this device. This report has been submitted by the importer under this MDR report number 2429304-2023-00370.

Event description:
The customer reported to olympus that during the therapeutic colonoscopy screening, a b30 error code kept showing on the evis exera iii colonovideoscope and the procedure and anesthesia were extended for approximately 40 minutes. The condition of the patient was not impacted and no medical intervention was required as a result of the reported problem. The procedure was completed with another similar device and the outcome was not affected.